Event description:
Subsequent to the previously filed medwatch reports, additional information was received. It was reported this was an arteriotomy closure of bilateral common femoral arteries using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The pre-close technique was used with the sutures of proglide(s) being pre-placed in the right common femoral artery (rcfa) and hemostasis was achieved with the proglide sutures. Reportedly, when placing the sutures of three (3) proglide devices in the left common femoral artery (lcfa), a suture break occurred when removing the plunger after deployment (step 3) with all three devices. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Hemostasis was achieved in the lcfa using manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break could not be tested due to device components not being returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of bilateral common femoral arteries using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The pre-close technique was used with the sutures of proglide(s) being pre-placed in the right common femoral artery (rcfa) and hemostasis was achieved with the proglide sutures. Reportedly, when placing the sutures of two proglide devices in the left common femoral artery (lcfa), a suture break occurred when removing the plunger after deployment (step 3) with both devices. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Hemostasis was achieved in the lcfa using manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.